Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation with a 150cc mentor memorygel breast implant (left) and a 200cc mentor memorygel breast implant (right) experienced postoperative bilateral rupture and grade ii capsular contracture. The diagnosis was confirmed by a healthcare professional. The patient underwent bilateral removal and replacement on (B)(6) 2020 due to the bilateral capsular contracture. Upon explantation, the bilateral rupture was observed. This report is for the left prosthesis.